Event description:
Approximately fifty months after successful embolization with five gdc coils of the unruptured right paraclinoid /ophthalmic aneurysm, the patient died. The cause of death and the relationship to the study devices is unknown.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. (B)(4): the device is not available to the manufacture.

Event description:
Approximately fifty months after successful embolization with five gdc coils of the unruptured right paraclinoid /ophthalmic aneurysm, the patient died. There was no relationship to the index procedure or to implanted devices.

Manufacturer narrative:
The site provided the update regarding the patient death. The cause of death was respiratory failure and cardiac arrest and there was no relationship to the index procedure or to implanted devices. There is no allegation of any device malfunction or nonconformance. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.